Manufacturer narrative:
Information was received that the lead was explanted on (B)(6) 2022 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm reveals a steady rise in shock and pacing impedance. Lead remains implanted. Should additional information be received, this file will be updated.